Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed by the fse. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malf. Error was displayed on the intellivue mx500 patient monitor and no sound was coming from the device at the time of the event. The device was not in use on a patient at the time of the event.